Event description:
It was reported that the user experienced an unusual blood glucose fluctuation with a low reading followed by persistent hyperglycemia, and on clinician guidance planned to replace the cgm sensor and perform an ilet factory reset; the user referenced awareness of a separate libre 3+ recall and intended to confirm sensor status with the cgm manufacturer before proceeding. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included the need for troubleshooting and education regarding sensor replacement and device reset; no hospitalization occurred. Investigation included customer support review and guidance to change the cgm sensor and conduct a factory reset of the ilet. Investigation of this case revealed that the cause of the glycemic excursion remained unclear, with potential cgm sensor performance concerns not confirmed, and no ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.